Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench testing without duplicating the malfunction. The device's control to display flex cable and lcd display were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen intermittently turned black and no clinical information could be seen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.